Event description:
Device history records were reviewed and nothing was found related to the reported event. "Device log histories were not provided therefore no review could be performed but not necessary because the root cause was known." "The reported device was not sent to brézins for investigation as it serial number is included in the technical service bulletin tsb-0408. This tsb informs services that pumps with a specific serial number range could have a defective audio amplifier, which will trigger an error 51 on the device, in certain circumstances. The power supply board needs replacing. In addition, a global topic on error 51 is evaluated with an internal CAPA opened in may 2023. This error stopped an infusion of noradrenalin, requiring medical intervention." This complaint is considered as valid the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated an action.

Event description:
The following has been reported: customer had an infusion pump stop whilst administering noradrenaline. The pump was in a duo in ICU and the second pump continued to work fine. Additional information received: "administering noradrenaline 7mcg/min and suddenly ceased with 'error 51-0001!! Speaker'. Unable to restart infusion. Required change to new infusion pump. Patient required bolus of aramine to maintain blood pressure." Reporting as a conservative measure. An adverse effect was reported. More information is needed to complete the investigation.